Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2026, the patient underwent coronary artery bypass grafting under general anesthesia with cardiopulmonary bypass for coronary atherosclerotic heart disease. During the procedure, while harvesting the internal mammary artery, a ligation clip was used to ligate a branch vessel. After the bypass procedure was completed, the patient was transferred to the ICU for further treatment. After admission to the ICU, the patient suddenly experienced an increase in chest drainage volume and a progressive drop in blood pressure, reaching a state of shock. A bedside thoracotomy was performed for exploration. During the procedure, it was observed that a branch vessel at the site of the ligature clip had slipped, resulting in continuous bleeding. The vessel was re-ligated to control the bleeding. The patient is currently recovering smoothly postoperatively. The slippage of a bleeding branch vessel at the ligature site caused a sudden increase in pleural drainage volume and a progressive drop in blood pressure, leading to hemorrhagic shock, which could have been life-threatening." The patient's current condition is reported as "fine".